Event description:
Event description guidant received information that this pacemaker and ventricular lead exhibited an impedance of 1400 ohms at the implant preocedure. One day later, the bipoar and unipolar impedances measured to >2500 and 2300 ohms, which was due to a setscrew issue.